Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the ventricular channel resulting in a recorded atrial tachy response (atr) event. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.